Manufacturer narrative:
Ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the ipg recharge protocol and in turn, the ipg became inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's ipg was explanted and replaced.

Event description:
It was reported that the patient's stimulation has been restored postop.